Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). No sample will be sent for examination. The history log files are sent. A follow-up report will be provided after the examination results of the history log files are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in singapore): under infusion

Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4) internal report (B)(4). Result of examination: the provided history log files were analyzed. According to the history log files a flow deviation was not comprehensible. No specific conclusion can be made.